Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device making quieter noise and having weaker power was not confirmed. Therefore, an assignable root cause was not determined. However, the sicky trigger identified during service and evaluation was confirmed. However, an assignable root cause was not established. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the upper trigger of the modular handpiece device was jammed and could not be fully pressed to the end. It was found after disassembly that the snap ring had broken in two pieces. It was determined that the broken off part moved inside of the handpiece behind the trigger and was stuck on the magnet of the trigger. It was further observed that the broken snap ring blocked the trigger. It was determined that the cause for the broken snap ring could not be fully determined. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that the device was making a quieter noise and was weaker in power than normal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.